Event description:
The reporter called and alleged three discrepant results when compared to a lab during a correlation study. The device results were reported as 2.4, 3.16 and 5.36 inr. The lab results reported were 1.0, 4.8 and 7.0 inr. No other information was provided.